Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization was unknown. It was also mentioned that it was possibly due to not having any insulin. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization was in the 30 mg/dl range. It was also mentioned that the customer was unresponsive, and possibly had a seizure. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also stated that the low blood glucose levels may have been due to too much insulin. Customer was treated with sugar and candy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.